Manufacturer narrative:
Follow-up #1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings: the pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Unrelated to the complaint, the keypad symbols were found to be worn.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The screen on the display is dim and fading. This issue has been going on for over a month and was gradual. The reporter indicated that the display is more legible in a darker space but when outside it is more difficult to read. It was also reported that the display screen is scratched. The scratches were visible about a month ago. It was reported that the patient can safely bolus from the pump but could barely read the screen due to the scratches and display being dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.